Event description:
The customer reported via an outreach survey call that the insulin pump did not go into threshold suspend mode despite a low blood glucose reading. The blood glucose was low at 23 mg/dl when the insulin pump failed to go into threshold suspend mode. The customer also reported that at other times, the insulin pump would suspend insulin delivery when the blood glucose was high. Upon inspection, it was found that the insulin pump had had the auto off feature turned on; the customer was advised that the insulin pump shut off because of this. The customer declined further troubleshooting for the issue and was educated on how to use the auto off feature. The customer also reported that the battery cap was damaged, making it hard to remove; the customer was advised that it would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.